Event description:
Account reported an erratic axsym b-human chorionic gonadotropin result of 900 miu/ml which was questioned by the physician. The sample was repeated and was 72,000miu/ml. No injury was reported.